Manufacturer narrative:
Associated components: nn410 gliding surface nn072k tibial plateau. Manufacturing evaluation - the complained components were decontaminated internally according to internal standards for investigation. Investigation - the components were examined visually and microscopically. Nn411 the complained device was sent to the responsible manufacturing department for investigation; no manufacturing or dimensional errors could be found. The visible deformations, especially on the underside of the meniscal component, indicate a high force application during the implantation procedure, respectively loose connection between the tibial plateau and meniscal component. Therefore, the original dimensions, especially on the underside of the inlay may vary slightly. There was bone cement residues on the underside of the tibial component. The mentioned minimal movement between the both components could be reproduced. The issue was discussed with a specialist from the marketing department. Device history review - the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause - the mentioned background of the received complaint will not be considered as a failure as such. Rationale - the mentioned minimal movement between the both components does not impair the functioning of the implant, or respectively leading to a patient harm or impairment. The observation of small movements is not abnormal. Mechanically, we only have a plastic part clipped in a metal one; strong force is not required to couple 2 parts. In order to clip the pe in the metal tibial plateau, it is required that the pe parts are slightly under-dimensioned. Two phenomena will compensate/balance this "pumping" effect after implantation: - the normal thermal dilation of the plastic from the stocking temperature to the body temperature - the cold flow of the plastic (also called compressive creep); this means, when the pe will be compressed by the individual body weight on its upper surface, it tends to deform and flows on the side. Both effects reduce this "pumping" effect. Columbus has been introduced on the market in 2003. All studies that have been published since that time, all registry data do not show any early or accelerated problems of abrasion or aseptic loosening.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with some knee components. On (B)(6) 2019 a total knee replacement was performed. During the procedure, a tibial component was selected; as it was being positioned, it was noted that the insert did not fit properly. It allowed small movements between both parts and it was too loose. A different insert was selected, however, the same problem occurred. At that time, the surgeon decided to change the tibial component size; the respective insert for that size fit perfectly. This malfunction caused a 30-minute surgical delay. There was no patient harm and the procedure was completed successfully. Additional information was not provided. Associated medwatches: 9610612-2019-00380 and 9610612-2019-00382.